Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the led segment on the led digits did not illuminate. During this testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and the unit was confirmed to have corrosion on the speaker, mx-board, and instrument board. The led segment in the instrument board failed voltage testing, resulting in display segment being blank. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event, corrected data:

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the lower display was missing segments. Customer does not know which segments are missing. No consequences or impact to patient was reported.